Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated after one year of implant. Numerous troubleshooting options were attempted without success. A magnet was applied to the device and no tones were emitted. Boston scientific technical services (ts) recommended replacing the device. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual and x-ray inspection of the device header and case noted no anomalies. Telemetry could not initially be established with the device, however intermittent telemetry was able to be established. The device case was open. Microscopic inspection found the battery fuse was cracked resulting in an intermittent connection. Analysis concluded the battery did not deplete prematurely, however the device could not be interrogated due to the crack in the fuse causing battery power to the device to be intermittent.

Event description:
--